Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) as part of a treatment for early esophageal carcinoma (presumably endoscopically). An erbe neutral electrode (part number 20193-082, lot number information not provided) was used with the esu. The neutral electrode was attached to the patient's thigh (i.e., the back of the right thigh). No information was provided regarding any other accessory used or the unit's settings. Upon the procedure, a skin lesion (burn/necrosis) was found under the neutral electrode. Per a provided photograph of the lesion, it was a small (2 cm x 3 cm) 3rd degree burn. Additionally, a photograph of the neutral electrode revealed a burn mark around the equipotential ring on a "straight" edge. Erbe was not informed of any treatment administered to the patient to address the necrosis.

Manufacturer narrative:
The involved esu was returned and inspected/tested (note: the neutral electrode was not made available to erbe for an examination.). The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the limited information provided, the lesion was most likely caused by an increase of conductivity in the small area in which the burn occurred. However, no determination could be made as to what caused the area to be more conductive (note: there could have been a conductive liquid under the neutral electrode, the top of the neutral electrode may been in contact with something metallic, etc.). Nevertheless, there are many warnings in the unit's user manual addressing neutral electrode burns. Finally, no conclusive determination could be made as to the exact cause(s) of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.